Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. Customer stated that they treated low blood glucose level with food and their blood glucose level went up to 110 mg/dl. Customer stated they received calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.